Event description:
During a pulmanary resection procedure, after firing the device, the distl part of the staple line did not sew. Hand sewing was used to complete the procedure. There was no pt consequence.